Event description:
A customer reported experiencing a cartridge alarm with their insulin pump, specifically cartridge alarm 30. The customer reverted to an alternate pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.